Manufacturer narrative:
Customer (person): phone: (B)(6). PMA/510k: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the wire guide in an ultrathane ring-mclean cook-cope type locking loop sump drainage catheter unraveled. During the procedure, the catheter was inserted into a calcified area via seldinger technique for abdominal drainage. After placing the catheter, resistance was experienced when attempting to remove the wire guide. A "soft pull" was then used to successfully remove the device in its entirety from the patient. At this time it was noted that "the spiral wire detaches from its core". As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation. A representative of (B)(6)(germany) informed cook on 26aug2022 of an issue with an ultrathane ring-mclean cook-cope type locking loop sump drainage set (rpn: rmsu-12-18-acl; lot: unknown). The customer stated the wire was being used to place a 12fr pigtail catheter via seldinger technique for drainage in the abdomen of the patient. The issue was noted during the procedure. After placement of the 12f pigtail drainage catheter in a calcified area, there was difficulty removing the wire. The clinician moderately increased resistance while attempting to remove the wire several times. The wire was able to be removed with a "soft pull." After removing the wire from the catheter, it was noted that the wire had unraveled. The wire was completely removed from the patient. No part of the wire was left in the patient. No additional interventions or procedure were needed as a result of the event. Reviews of documentation, including the instructions for use (IFU), manufacturing instructions, and quality control procedures of the device, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. Cook ran a sales and complaint search to identify a possible lot number. Due to the numerous results, a lot number could not be identified. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product IFU, [t_rms_rev5] ¿ring-mclean sump drainage set,¿ provides the following information to the user related to the reported failure mode: ¿instructions for use for seldinger-type access -for deep or small collections, it may be advisable to access initially with a needle or access set (e.g., npas-104-rh-nt) and then exchange for the sump catheter over a wire guide once the collection has been entered. -access the target collection until fluid return is obtained. Inject contrast medium to confirm an intracavity location. -once position is confirmed, advance .038 inch wire guide through the access device into the collection space. -remove the access device (needle or access set). -remove the trocar stylet of the sump and introduce the sump catheter with the inner cannula in place over the wire guide. The wire is held taut until the sump has passed through the skin and subcutaneous tissue. -once the tip of the sump is in the collection, the cannula is detached from the sump fitting and held as the sump is advanced over the wire guide into the collection. Secure the sump catheter to the patient. Note: keep the second lumen open to allow air to pass to the distal tip of the catheter, resulting in free flow of the fluid and reduction of negative pressure. A syringe may be attached to the side-arm fitting to flush the second lumen. How supplied supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no product returned, and the results of the investigation, cook concluded the cause of event to be related to patient condition. The clinician moderately increased resistance while attempting to remove the wire several times. The wire was able to be removed with a "soft pull." After removing the wire from the catheter, it was noted that the wire had unraveled. It is possible that the patient¿s anatomy/calcification contributed to the wire becoming difficult to remove. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.